Event description:
Health professional reported pt "developed rapid late seroma. Diagnosed with bia-alcl right breast by capsule pathology at explantation, underwent bilateral capsulectomies and implant removal. Received chop chemotherapy, but refused radiation therapy. Follow up imaging with pet, no recurrence of disease. Remains healthy." Alcl affected breast specified as "unilateral - left" stage ie.

Manufacturer narrative:
Device labeling addresses the reported event of alcl as follows: "based on info reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin's lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in pts with an implant history that includes allergan's and other mfrs' breast implants. You should consider the possibility of alcl when you have a pt with late onset, persistent peri-implant seroma. In some cases, pts presented with capsular contracture of masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your pt is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl." Device labeling addresses the reported event of seroma as follows: "potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy." "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants."

Manufacturer narrative:
Medwatch sent to the FDA on 9/14/2016. Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Health professional reported patient "developed rapid late seroma. Diagnosed with bia-alcl right breast by capsule pathology at explantation, underwent bilateral capsulectomies and implant removal. Received chop chemotherapy, but refused radiation therapy. Follow up imaging with pet, no recurrence of disease. Remains healthy." Alcl affected breast specified as "unilateral - left," stage ie.

Event description:
Health professional reported patient received alcl diagnosis on (B)(6) 2012. Alcl stage at time of diagnosis provided as ¿stage ii, her ii negative by fish, alk negative.¿ patient experienced ¿discomfort in left breast. 7.8 cm mass adjacent to implant.¿ health professional confirmed a peri-implant seroma was not present, but only ¿mass only 7.8 cm causing pain.¿